Event description:
It was reported by service report that the brakes could not be fully engaged due to the big wheel not able to disengage as a result of a defective dampner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.